Event description:
A customer reported receiving a cgm error code while using their glucose monitoring system. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset process, and after the reset, the error did not recur. The customer successfully started a new sensor session.